Manufacturer narrative:
The device was received for evaluation. As received, the pressure tubing was found completely detached from the bond joint with the male connector. Indications of what appeared to be bonding material were evident on the tubing bond surface area. The tubing od (outside diameter) was measured near the point of detachment and it was within specification. No other visible damage or inconsistency was found from the returned kit. There are manufacturing controls to avoid potential causes related to the reported malfunction. However, it was determined that the root cause is associated to an inadequate solvent bonding process during manufacturing. The manufacturing personnel has been notified in order to avoid the occurrence of similar events. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. All events will continue to be reviewed and monitored.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Per the report received from united kingdom, while patient was being turned, it was realized that the pressure line of this pressure monitoring set was detached, since fresh blood was noted on the patient abdomen. The port was closed to stop the bleeding. The blood loss was estimated in approx. 10-15 ml. The a-line (arterial cannula) was confirmed to be intact. The problem was solved replacing the device with a new unit. After replacement, patient underwent an arterial blood gas analysis to check hemoglobin level I, but since the values were stable, no blood transfusion was required. There was no allegation of patient injury. The device was available for evaluation.